Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was turned on and brought into the operating room (or) after it was brought into the room, the gantry was not able to move using the pendant buttons and it would make 3 beeps every couple of seconds. The medtronic representative (rep) rebooted the system and the beeping persisted. The rep put the system in lift & shift mode and the beeping stopped. The rep took it out of lift & shift mode and the beeping started again. The rep disconnected the umbilical cable from the image acquisition system (ias) and the beeping stopped. The rep plugged it back in and they attempted to use the system since the beeping stopped. They positioned the system over the patient and the beeping started again. They were able to take 2d images but the quality was poor since the fluoro and gain calibrations had not been completed in over 200 days. They were able to take a 3d scan and continue with the case. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: no products were received by the manufacturer for analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.